Event description:
It was reported to boston scientific corporation that during an anterior apical pelvic floor repair procedure using a pinnacle pfr kit, the plastic sheath from one of the mesh sacrospinous legs of the device detached before the mesh came through the ligament. The detached sheath was not left inside the patient. The physician completed the procedure with another pinnacle device with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.